Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during prior to implant the lead helix would not retract/extend. The lead was not used and a new lead was placed successfully. The patient did not experience and adverse consequence.